Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the stimulation surges and lack of stimulation has not been determined. The rep met with the patient for interrogation and reprogramming on (B)(6)2018. The amplitudes of the programs were adjusted and the patient stated that the lack of stimulation was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that a week prior to the report, the patient felt a surge of intensity and hasn¿t felt any stimulation since them. No further complications are anticipated.